Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without receiving a prior low battery alert. Troubleshooting was initiated for the power issue. The battery was not previously used. The battery compartment was not damaged. Additionally, the customer went to the emergency room on (B)(6) 2019 for a high blood glucose of approximately 288 mg/dl. The customer stated that the device failed to alarm for their hyperglycemia. Troubleshooting did not occur for the absence of alarm issue. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Device received with normal operating currents. No unexpected replace battery alert, replace battery now alarm, low battery alert, power loss or battery failed alarm noted. Pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.